Event description:
A malfunction alarm with code malf 12 was reported. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was informed to continue using the pump and to contact technical support if the malfunction reappeared.